Event description:
It was reported that the tip of the bio-medicus life support catheter and introducer was observed to be broken prior to insertion during preparation for a procedure. The issue was identified when the package was opened and the cannula was about to be inserted. There was no delay to the surgery. The device was replaced. No patient complications have been reported as a result of this event. Medtronic received additional information that the tip was obstructed. The tip did not detach from the cannula body. The cannula was not heated or cooled prior to use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.